Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, did not inflate properly.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. Examination and testing of the returned component revealed no functional abnormalities noted with the pump or inlet tubing with connector. The available information indicated it did not inflate properly, malfunctioning pump may have contributed to the reported complaint but, because no functional abnormalities were noted with the returned pump or tubing connector, quality cannot determine the root cause of the reported complaint. Should additional information be received, this file will be re-evaluated according to procedures.